Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo left anterior descending artery that was 90% stenosed. After pre-dilatation with an nc balloon, a 3x38mm xience prime stent was taken to the lesion and deployed. Post dilatation was performed. Then a distal edge dissection was noted. A new 2.75x38mm xience prime stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.